Event description:
Customer called lfs in 2002 alleging their ot ultra meter was prompting the error 2 message. The issue was unresolved with troubleshooting. The customer was experiencing symptoms of headache and dizziness which did not require medical intervention. Customer also reported experiencing inaccurate erratic results with a ot ultra meter. Pt's blood glucose results were 142 and 105 mg/dl. Test were done within 5 minutes with a difference of 27%. Pt did experience symptoms of headache and dizziness. No medical intervention was needed. No further information has been reported.